Event description:
Healthcare professional reported patient was in a car accident and was "evaluated in the ER with a CT scan to the chest that showed a rupture to [the patient's] right breast implant". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening assessed as surgical damage. A missing piece of shell was assessed as inconclusive no additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported patient was in a car accident and was "evaluated in the ER with a CT scan to the chest that showed a rupture to [the patient's] right breast implant". The device has been explanted and replaced.